Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in clinic for follow-up. It was noted that right ventricular (rv) lead exhibited low defibrillation impedance. No intervention was performed. There were no patient consequences.